Manufacturer narrative:
E1 - complete establishment name: the third affiliated (B)(6) hospital the suspect device was returned to olympus for evaluation. The distal end of the device was missing, and as such, the leak test could not be performed. Additional findings included a corroded and dirty insertion section; worn protector, channel port, and suction port; scratched light guide tube; b30 error code and no image; corroded plug unit; corroded and burning marks on the bending tube surface and internal high temperature burning marks; heavy angulation; black screen which made the endoscope unable to be recognized when being connected to test; and heavily corroded channel and suction port. The field service engineer reflected that the user's laser ignited and burned the distal end during procedure. Bf-1tq290 is a bronchoscope compatible with laser cauterization therapy. The following situations may cause patient injury or equipment damage (refer to the warning and precautions in the laser burn treatment operation section of the manual). Do not perform laser burn treatment when supplying oxygen. Otherwise, it may cause combustion during laser burn treatment. Before inserting or withdrawing the laser probe, restore the up/down angle control knob to its natural position and straighten the bending section. If the bending section is bent, it will damage the ch-tube or laser probe. Before removing the laser probe from the pipeline, allow it to cool down. If the laser probe is pulled out at high temperatures, it can cause damage to the pipeline. Do not use damaged laser probes. Laser probes with damaged sheath or distal end can cause patient injury or equipment damage. When using the optical guide of the laser device to avoid blurring of the endoscopic image, set the optical guide output of the laser device to the necessary minimum level. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a laser treatment surgery, the laser burned the tip of the evis lucera elite bronchovideoscope and the fragments fell inside the patient. The fragments were removed, and the case was completed with another device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide a correction to the initial d9. Additionally, to provide information received through follow-up (ga23274628-2). The customer stated that after leak testing, the device malfunction was found that the bending cover was leaking, and no subsequent reprocessing was performed, only wiping was carried out. The foreign material was a large area of black stain and the user cannot identify the foreign material. The reprocessing step were performed following instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the suggested event "distal end was damaged" occurred due to heat from laser was applied and caused damage to the distal end during handling of the device by the user. However, the root cause of the suggest event could not be determined. Additionally, it is likely the suggest event "insertion section was dirty" occurred due to the user sent the device to olympus without reprocessing/reprocessing completely at the facility. However, the root cause of the suggest event could not be specified. Also, it is possible the suggested event "error b30" and the suggested event "no image" occurred due to high heat was applied to the distal end, caused damage to the charge-coupled device unit. As a result, the suggested events occurred. However, the root cause of these suggested event could not be identified. The event can be prevented by following the instructions for use which state: -inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.